Event description:
Caller reported aviva system blood glucose results of 113 mg/dl, 159 mg/dl, and 69 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The same strips were used in medwatch with (B)(6) and medwatch with (B)(6).